Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review identified one additional complaint for this manufactured lot. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a rotator cuff repair procedure it was reported that the needle broke inside the joint. The surgeon had to make two incisions to be able to remove the broken needle with forceps. There was a twenty minute procedural delay. No injuries or complications were reported.